Event description:
It was reported that patient knee became infected.

Manufacturer narrative:
Additional devices listed in this report:cat 5521-b600, lot unknown, description: tri ts baseplate size 6;cat 5550-l339, lot unknown, description: triaathlon sym patella s33x9mm.it cannot be determined which, if any of these devices may have caused or contributed to the patients' experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a triathlon x3 ts insert was reported. The event was not confirmed. The exact cause of the event could not be determined based on the limited information provided. Further information such as product details, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. Additional product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5515-f-601, triathlon ps fem component, cemented, lot code: unknown; cat. No.: 6191-1-001, simplex p full dose 1 pack, lot code: unknown.

Event description:
It was reported that patient knee became infected.